Event description:
Customer reported the coulter lh780 hematology analyzer did not flag four pt samples run over several days that were clotted specimens. All four pt erroneous results were reported outside the laboratory. The customer discovered that the samples were clotted while reviewing the manual smears. The samples were not rerun because the specimens were clotted. Corrected reports were sent out stating the samples were clotted. One of the four pts underwent a bone marrow biopsy due to the erroneous results. The other three pts were not affected. There were no reports of death or serious injury on three of the total four pts involved as a result of this event. This event represents event 3 of 4 events reported by this customer.

Manufacturer narrative:
Sample collection, storage or handling info was not provided. Samples were not rerun back to confirm back to the last acceptable control run. The instrument is currently running within qc specifications. The issue was escalated to the applications manager to aid the customer on decision rule creation. Per beckman coulter inc (bci) labeling: bci does not claim to identify every abnormality in all samples. Bci suggests using all available flagging options to optimize the sensitivity of instrument results based on your pt population. Misleading results can be obtained if specimen is clotted. Ensure your specimens have been collected, stored and mixed properly. Root cause is the sample (clotted). Each sample was confirmed clotted by manual smears. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This medical device report (MDR) represents event 3 of 4 reported by this customer. This MDR is related to the following MDR: 1061932-2011-01599, 01600 and 01602.